Event description:
It was reported that the patient's inflatable penile prosthesis was hard to inflate. The system was revised the following month. During revision, fluid loss was noted as the right inflatable penile prosthesis cylinder tubing was cracked. The cylinder was replaced with a 12cmx9.5mm cylinder. The patient was doing well.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient's inflatable penile prosthesis was hard to inflate. The system was revised the following month. During revision, fluid loss was noted as the right inflatable penile prosthesis cylinder tubing was cracked. The cylinder was replaced with a 12cmx9.5mm cylinder. The patient was doing well.